Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she called 911 due to her hands cramping while changing her infusion set. Ems assisted the customer with her blood glucose of 144 mg/dl. The patient treated by consuming juice and crackers. Ems checked the customer and her heart rate and blood pressure were good. The customer declined going to the hospital. The insulin pump was not returned for analysis.